Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer decided not to return the pump, and the complaint was subsequently closed by the distributor.